Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 11 mg/dl. The customer stated that he did not recall the significant events leading up to the event. He noted that he may have overcompensated for the cookies he ate. He added that he had been stressed and thought that the combination of stress and overbolusing contributed to the event. Upon troubleshooting, it was found that the reservoir showed more insulin than was shown on the status screen. The insulin pump failed the displacement test. Advised replacement of the device. He reported that he had a low blood glucose reading of 42 mg/dl the night prior, and he treated with glucose packets. He stated that his doctor adjusted his basal settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.